Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-00650 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump had a syringe plunger issue. No patient injury reported.